Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09394. Related manufacturer reference number: 3006705815-2019-03162. It was reported that the patient experienced ineffective therapy. Because of the ineffective therapy, the patient stopped charging ipg causing it to become inoperable. Consequently, surgical intervention was undertaken wherein the entire scs system was explanted and replaced. Effective therapy was restored postoperatively.